Event description:
Pt developed chronic cystoid macular edema. Surgeon thought it was possibly related to ac iol. Pt also developed pseudo-phakic bullous keratopathy and required penetrating keratoplasty.